Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of being hospitalized 1 year ago, for high blood glucose and diabetic ketoacidosis. The blood glucose level was unknown. No further details provided.